Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range shocking lead impedance measurements which was detected via the patient remote monitoring system. Additional information indicated that the clinic will continue to monitor the patient. The system remains in service. No additional adverse patient effects were reported.